Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic and upon interrogation an ams episode was present that showed far-r oversensing during vt resulting in an inappropriate ams. The patient had no known history of af. Atrial sensitivity was decreased and the patient continued to be monitored.